Manufacturer narrative:
Visual analysis of the photographs identified: calcification: no observed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Observed rupture but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported left side "scattered fibroglandular, microcalcifications and capsular contracture baker grade IV". Ultrasound noted "oily cysts" not device related. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Physician reported left side "scattered fibroglandular, microcalcifications and capsular contracture baker grade IV". Ultrasound noted "oily cysts" not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade IV.